Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that approximately 3 months later the patient again experienced phrenic nerve stimulation. The polarity of the lv lead was reprogrammed multiple times in an attempt to resolve the stimulation and the lv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation that increased while sitting. The patient's left ventricular (lv) lead was reprogrammed and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.